Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a replacement procedure the supraventricular cardiac lead set screw was observed to be stripped. Multiple wrenches were used in attempt to remove the screw but failed. The lead was capped on (B)(6) 2019. The device was explanted and replaced. No clinical complications occurred as a result of the procedure.

Manufacturer narrative:
The reported event of setscrew anomaly was not confirmed in the laboratory. Bench testing was performed, and no anomalies were found. The set screws engage with the torque wrench and leads normally. A tug test was performed, and the leads behaved as expected. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the patient notifier to be nonfunctional. The cause of the event was determined to be a motor anomaly.

Manufacturer narrative:
Correction: concommitant device date should have been (B)(6) 2019 rather than (B)(6) 2019.